Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01913. It was reported that the patient was no longer experiencing effective therapy from the scs system. Reprogramming did not provide coverage in all pain areas. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2018-01913. Additional information received identified the physician determined the pain the patient was experiencing was due to musculoskeletal issue and patient is being treated with other mode of therapy.